Manufacturer narrative:
Product evaluation: analysis results not available; device discarded by user facility.

Event description:
It was reported that after a radical mastectomy surgery for thyroid cancer, "the tube can't be removed because the balloon can't deflated. The doctor pulled it out directly, which resulted in breathing difficulties that did not require reintubation." The patient was sent to the ICU where they stayed for 2 days. The patient's throat had edema and the patient had some breathing difficulties. "Now the patient has transferred from ICU. The patient is dysphagia, can't drink and eat. He has difficulty in breathing, can't supine [lie flat], floor of the mouth and tongue got edema." The patient has since recovered and has left the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.